Event description:
Port-a-catheter was placed approximately 2 years ago. Approximately 9 months ago, the provider had difficulty flushing the port and requested the port be removed during upcoming breast reconstruction. 4 months ago, the device was explanted and the line was discovered to be splintered. The port was successfully removed without apparent complication. No replacement was implanted as the patient no longer requires port access.